Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the analyzer's ventricular channel was not responding. It was indicated that the patient connector pins were disturbed. The analyzer was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was giving inconsistent readings on the rf channel. The analyzer was replaced and returned for service. No patient complications have been reported as a result of this event.